Event description:
It was reported that the customer's touchscreen had cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method for insulin therapy.